Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the components underwent a thorough analysis. The ms pump was visually inspected, leak tested, and functionally tested. The pump tubing was cut down to the pump block and the tubing was not returned for analysis. The pump passed the leak test but did not pass the activation testing. Based on the information available and analysis results, the reported hole in the tubing were unable to be confirmed but the device mechanical issue was confirmed. Therefore, the conclusion code of cause traced to component failure has been chosen.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the tubing between the pump and right cylinder. No patient complications were reported.